Manufacturer narrative:
Additional information: d9, g4, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the edges from the rear panel. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that a patient is in the hospital and they think he may have an infection in the catheter tube. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025. No symptoms were reported. The patient had pd cultures obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The cultures were positive for growth with pseudomonas aeruginosa. The patient¿s pd catheter was pulled (date unknown) and the patient was transitioned to hemodialysis (hd). It is unknown what antibiotic therapy the patient is completing while on hd. No discharge date was noted in the patient¿s records. The cause of the peritonitis was unknown.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although there was no cause of the peritonitis determined, the culture result of pseudomonas aeruginosa suggests a breach in aseptic technique. This organism is commonly found in the environment, particularly in freshwater, hot tubs, jacuzzis, and swimming pools. Based on the available information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that a patient is in the hospital and they think he may have an infection in the catheter tube. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025. No symptoms were reported. The patient had pd cultures obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The cultures were positive for growth with pseudomonas aeruginosa. The patient¿s pd catheter was pulled (date unknown) and the patient was transitioned to hemodialysis (hd). It is unknown what antibiotic therapy the patient is completing while on hd. No discharge date was noted in the patient¿s records. The cause of the peritonitis was unknown.